Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during prime. Customer's blood glucose was 209 mg/dl at the time of incident. Troubleshooting found that when numbers appear on the screen during prime, the insulin squirts out when it should not. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with an error alarm during basic occlusion test and unable to prime during prime test due to moisture damage inside the force sensor resistor. The insulin pump had minor scratched lcd window, cracked battery tube threads, broken belt clip slot at the battery tube threads area, cracked reservoir tube lip and cracked reservoir tube window.